Manufacturer narrative:
Device passed the displacement test. Unit received a33 alarm during the basic occlusion test flush drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Insulin pump was not bumped or dropped. Drive support cap was normal. The insulin pump will be returned for analysis.